Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2013-05737, # 1627487-2013-05738. It was reported the patient did not trust his scs system anymore after receiving the ipg recall letter. The patient also declined reprogramming due to receiving the ipg recall letter. As a result, the patient's scs system was explanted. The explanted product was disposed of by the surgical facility. Sjm was unaware of the explant until (B)(6) 2013.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.